Event description:
No additional information.

Manufacturer narrative:
Investigation results: three samples and two photos were received by our quality team and evaluated. Two of the syringes were received in unsealed packages and one syringe was loose. All three syringes had scratches on the barrel in the scale marking area that caused missing print of the numbers and graduation lines. One photo is a close-up image of the other with the photo showing three loose syringes as described above. The reported issues were verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause for the reported issues are associated with the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 309628, batch#: 4024765. It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: "three 1 ml syringes had a illegible marked increments and numbers. One of the three had a deformed syringe plunger." Verbatim: rcc received a complaint via email. Email(s) attached. Bd 1 ml syringe luer-lok tip ref 309628 lot 4024765 exp 2028-12-31. Three 1 ml syringes had a illegible marked increments and numbers. One of the three had a deformed syringe plunger. No patient impact. Pictures taken for MFR. Samples saved for return to MFR.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.